Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call they experienced high blood glucose level. The blood glucose of the customer was 475 mg/dl at the time of the incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose level event. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was not alleging insulin pump was under delivering. The customer was treated with insulin pump. Customer found air bubbles in reservoir. Customer stated that insulin exited at the quick release. The customer did not experienced any other symptoms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. Device was tested with a water fill test reservoir. No air bubbles anomaly noted. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).